Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. The pump had detached end cap, scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. There was moisture damage on the electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 59 mg/dl at the time of incident. The customer stated that he was duck hunting and got some water in his wader pants. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.